Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Functional testing and the review of the alarm log identified a check set loading alarm indicating that channel 1 was not working properly. The reported condition was verified. The cause of the condition was determined to be inoperative/defective force sensing resistors (fsrs). To correct the condition, the fsrs were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that channel 1 of a flo-gard infusion pump did not work. This occurred before use. There was no patient involvement. No additional information is available.